Manufacturer narrative:
It was reported that during insertion of hls cannulae, the cannula body wires were bending and kinked. This failure will be investigated within complaint onetrack # (B)(4) (mfg report number: 8010762-2025-0000473). Further, it was also reported that the dilator tip was split during the attempt of dilate to blood vessel. It is unknown at this moment if the dilator was the introducer of hls cannulae product or another component of the product "pik set". It was confirmed by ssu as no further information will be provided and therefore since the failure was reported as hls cannula, this complaint investigation was completed for the component which could be also called as dilator "introducer". No harm to any person was reported. The customer informed the distributor as no more information will be provided. Therefore, neither a lot number nor a clear picture / sample could be gathered within the complaint. Based on the investigation results, it is not possible to determine the exact cause of the reported failure however the reported failure might be related with risk assessment file of the product and possible causes are as follow: manufacturing: - use of wrong or out of spec materials transport / storage: - mechanical damage of the product due to vibration and impact user: - mechanical damage of cannula or introducer during insertion of introducer- inappropriate movability of cannula and introducer in vessel during insertion - mechanical damage of introducer (tip) and/or cannula during retraction. These root causes could not be confirmed. The reported failure is covered in basic operation procedure, (B)(4) visual inspection of introducer tube: 5.1. Visual control of components: 100% visual inspection of components shall be performed according to the following criteria. If requirements are met with the acceptance criteria, production will continue. - the guidewire lumen shall be open. - there shall not be broken and scratched on the surface of the introducer tube. There shall be no holes and openings on the introducer tube. - there shall be no ridges, sharp edges on the surface of the introducer tube. The tip of the introducer tube shall be conical and smooth. Besides, review of the non-conformities did not show any non-conformity record which is directly related to split tip of introducer / dilator. Further, there could not be found a split tip of introducer / dilator complaint in one year trend search. Device history record review could not be performed since the lot number of the reported product was not provided by customer. Based on the results the reported complaint could not be confirmed. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
(B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Event description:
It was reported that during insertion of hls cannulae, the cannula body wires were bending and kinked. This failure will be investigated within complaint onetrack # (B)(4). Further, it was also reported that the dilator tip was split during the attempt of dilate to blood vessel. It is unknown at this moment if the dilator was the introducer of hls cannulae product or another component of the product "pik set". More information has been requested. No harm to any person was reported. Since the failure occurred during treatment, and the damaged dilator / introducer tip could cause hazardous situation vessel damage, the complaint is reportable. Complaint #(B)(4).